Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) battery prematurely depleted. The patient had been receiving bilateral subthalamic nucleus (stn) stimulation since 1999. The patient's ins was recently replaced barely a year ago in (B)(6) 2014. The cause of the event was high parameters. The ins was programmed to double monopolar stimulation using electrodes 1 and 2 at 5.5v, 185 hz, and 120 usec. No diagnostics or troubleshooting was done. The patient was admitted to the hospital from (B)(6) 2015. A revision was done and the ins was explanted and replaced. The new ins was programmed using the same stimulation settings as before. The patient's wound was healing nicely. Following the revision, the patient was admitted to the neurology department so they could try to find a setting that used less power. The patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient had an outbreak of their parkinson's symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.